Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in netherland): "syringe empty after half an hour" on the 2nd of february (22.20 hour) history 23.20 hour the pump was started with lidocaine. After half an hour the syringe was empty.

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). During the investigation of the history log files it could be detected that a drug library was selected. Further a plunger malfunction error could be found four times. This happen when the syringe plunger lost the contact of the membrane from the drive head. It is a hint for a manipulation of the syringe by a third party. The filling level of the syringe could be detected during the motor steps which were registered in the histoty logs. Here it was possible to detected, that the filling level was approx. 28 ml less between the last two errors. At the visual inspection it could be detected that all cover caps on the screw pillars and the seal were available and undamaged. No visible damages could be detected. A delivery accurancy measurement was performed. All values according to the specifications of the technical safety check (tsc). Further a long term test was performed. For all functional investigation and measurements no deviation of delivery could be detected. During the disassembling the device no damages inside could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.